Event description:
Procedure: urological / gynecological. According to the reporter: the patient underwent a repair of procedure and the patient allegedly experienced pain and injury. Patient has undergone or will undergo corrective surgery or surgeries. It was reported by the patient's attorney that as a result of having the product implanted, the patient has experienced pain, disability and impairment.

Manufacturer narrative:
(B)(4). Additional information: (B)(6), date of report: (B)(6) 2012, device info: avaulta anterior biosynthetic support system, device MFR: sofradim production, (B)(4), catalog# 486010, (B)(6).